Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and the pacing threshold had sharply deteriorated. The rv lead was attempted to be pulled for explant, however was adhered to the superior vena cava (svc) and therefore was unable to be explanted. A new rv lead was inserted into the patient body by a puncture at the subclavian vein and was screwed in at the rv septal. No patient complications have been reported as a result of this event.